Event description:
It was reported that a malfunction, identified by a malfunction code "malf 3," occurred with a pump. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy to maintain insulin delivery and was guided on how to put the pump into storage mode. The customer was also instructed to return the faulty pump using a pre-paid label within ten days.